Manufacturer narrative:
(B)(4). Foreign source: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor recieved a hit from the mallet and broke into pieces, the tip broke as well. This was during a reverse total shoulder arthroplasty surgery. Attempts have been made and there is no further information at this time.